Event description:
Olympus medical system corp. Was informed that the in final phase of operation, the video image became purple suddenly. While the facility was restarting the video scope system and taking out and inserting video connectors, the video image became normal. Therefore the facility could continue the operation with the subject device and complete it. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the evaluation of the subject device by omsc, it was confirmed that the video image became purple as the user reported. There was no irregularity in the manufacturing record. The exact cause of the user's report could not be conclusively determined. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2014-00223. Olympus medical systems corporation ((B)(4)) performed a MDR retrospective review and (B)(4) found that this supplemental report is required. (B)(4) evaluated in more detail the subject (B)(4) and found that the signal cable of the ccd was shorted to the ground and the cable was damaged. The exact cause of this phenomenon of the device cannot be conclusively determined, however there is the possibility that the malfunction of the device is attributed to the aging deterioration like the repeatedly bending the distal end of the device and/or the repeatedly twisting the device. This report is being submitted as a medical device report in an abundance of caution.